Event description:
The physician had a patient with a volume discrepancy and the pump was removed. It was unknown what the pump system was delivering. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. Product ID: neu_ptm_prog, product type: programmer, patient. (B)(4).